Manufacturer narrative:
Investigation into this complaint included a service history review, a customer data review, a quality data review, and a complaint history review. Investigation is summarized as follows: service history review: a review of all available service tickets for m2000rt instrument sn (B)(6) was performed which identified the complaint ticket currently under investigation as the only ticket being related to the issue under investigation. The review of all tickets did not indicate a systemic issue for discrepant results for m2000rt instrument sn (B)(6) . Customer data review: data logs attached to the complaint ticket were reviewed. Engineering analysis of customer data verified observation of noise on the reference dye. Noise analysis was conducted for false positive runs and it indicated the false positive results were caused by step noise. Performing the fan filter cleaning procedure on page 7-35 of the m2000rt service manual eliminated the observed noise in the reference dye and returned the instrument to normal operation. Quality data review: over the last two years, no related non-conformances or CAPA were identified for false positive rt sars- cov-2 results due to step noise. Complaint history review: complaint history review showed that, over the last two years, the complaint ticket under review in this investigation and two other tickets were related to the rt sars-cov-2 assay, ln 09n77-90 having step noise in the reference dye signal that caused a false positive. Based on the results of the investigation, no product deficiency was found for m2000rt instrument (ln 09k15-01, sn (B)(6) ). Additionally, realtime sars cov-2 assay, list number 9n77-90 lots 505627 and 506035 were independently investigated as contributing to a discrepant result. As of 2/12/2021 a product deficiency had not been identified for these lots as related to a discrepant result.

Manufacturer narrative:
Investigation into this complaint to date includes an existing data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review attached data logs were reviewed. Engineering analysis of customer data verified observation of noise on the reference dye. Noise analysis was conducted for false positive runs, and it indicated the false positive results were caused by step noise. Quality data review corrective and preventative action (CAPA) / non-conformance (nc) review did not identify any records that are related to this issue. Complaint history review complaint history review showed that, over the last two years, the ticket currently under investigation and two additional tickets were related to the realtime sars-cov-2 amp kit, ln 09n77-90 having step noise in the reference dye signal that caused a false positive result. Based on the results of the investigation, no product deficiency was found for m2000rt instrument (ln 09k15-01).

Event description:
Customer called to report questionable positive results when running the realtime sars-cov-2 assay. The customer observed an abnormal curve on 12 samples across 3 runs. The positive results of the first two runs were released because the customer did not notice the issue at the time. All samples were re-tested using an assay of another system when the issue was noticed. Retest was negative for all samples. Customer informed the physicians, and corrected the result to not detected. Global service and support (gss) identified that the noise appeared in the fam channel only, and suggested to replace the fam filter. Local engineer was dispatched. Customer did not report impact on patient management apart from self isolation. Customer later reported on the run of (B)(6) 2020, that 5 patient samples showed a response in the target that crossed the threshold, but did not create a real amplification curve. Field service engineer performed fan/filter cleaning procedure as per latest m2000rt service manual. All checks, tests, calibrations, and verifications were completed as per latest m2000rt service manual with no errors evident. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.